Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: after investigation, the patient underwent surgery in the hospital on (B)(6) 2025 (the specific patient's diagnosis and procedure name were unknown). The surgeon used the suture (vcp1772d) for vascular suturing during the surgery (the specific sutured vessel was unknown). During the suturing, the problem of pulling off suture needle happened, resulting in vascular bleeding and wound dehiscence. The surgeon immediately replaced a new suture (the specific product information was unknown) to resuture. The subsequent surgery went smoothly. This event resulted in vascular bleeding and wound dehiscence in the patient (details unknown). No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the surgery, the suture broke, causing blood vessels to bleed and the wound to open. The suture was replaced and re sutured in a timely manner. Additional information was requested. ¿

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what was the volume of blood loss that occurred during the procedure from the suture breakage? How was the bleeding treated? Was any additional medical/surgical intervention required for the bleeding, other than re-suturing during the procedure? Was the initial procedure completed successfully? Was the patient treatment or post-operative care altered in anyway due to the intra-op suture breakage, bleeding, and wound opening that occurred during the procedure? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the intra-op suture breakage? What is the patient¿s current status? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.